Event description:
It was reported that the procedure was to treat a significant focal lesion located in the left superficial femoral artery. A fibrocalcific plaque was visualised at the lesion site. Optical coherence tomography (oct) imaging and pre-dilatation of the lesion was performed prior to stenting with and xpert stent. Post-dilatation was performed with good results. Repeat oct imaging showed complete expansion of the stent with optimal wall apposition. A small residual thrombus (microthrombus) on the stent surface was visualized. The patient was treated with dual-antiplatelet therapy for 1 month with significant improvement in her symptoms during follow-up.

Manufacturer narrative:
(B)(4). The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the xpert instruction for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Date of event estimated. Date of implant estimated.